Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (dissection), (B)(4) (cause of event in unknown), (B)(4) patient's condition affected effectiveness of device (moderate tortuosity). Evaluation, conclusion: (B)(4) (cause of event is unknown), (B)(4) device failure/lack of effectiveness related to patient condition (moderate tortuosity).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.2 cm fusiform aneurysm was reported with an infra-renal angle of 15 degrees. Proximal aorta was 21 mm in diameter and 36 mm in length. Distal aorta was 30 mm in diameter. Right iliac artery was 10 mm in diameter and the left iliac artery was 22 mm in diameter. The right and left femoral arteries were 7 and 6 mm in diameter, respectively. The right iliac artery was mildly tortuous with no stenosis and the left iliac artery was moderately tortuous with no stenosis. The circumferential aorta had no mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right limb was placed proximally to the right internal iliac artery while the distal end of the left extension was placed distally to the left internal iliac artery. A fox cross, balloon was used. After the stent grafts were placed, a small dissection was discovered in the left external iliac artery and was repaired with an absolute pro self-expanding stent in the artery. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the patient presented with pulmonary complication due to copd exacerbation. The device and procedure relation is unknown. The patient status is unknown.